Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #: 1225714-2013-02338.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02338 and 1225714-2013-02339.

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event and expired the same day, it was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.